Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer reported via phone call the insulin pump had low battery alert less than a week. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Insulin pump will not be returning for analysis.